Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 wire jaws became separated from the tip.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed on the jaws. On microscopic inspection, it was observed that the heater wire on the hot jaw was slightly flexed away at the middle part but remained attached at the tip and at the base of the jaw. The silicone insulation on the jaws appeared intact with no sign of cracks nor peeling. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "bent wire" was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 wire jaws became separated from the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.